Event description:
It was reported by the sales rep. That the device cut and did not staple (no staples came out of the device).

Manufacturer narrative:
Info anticipated, but unavailable at this time.